Event description:
Indication: nonfamilial hypogammaglobulinemia; common variable immunodeficiency, unspecified. Hyqvia strengths: 20gm/200ml and 5gm/50ml. Pt reports issue with curlin pump (serial number and expiration date not provided) with last infusion. She stated there were 3 different error messages. One for line occlusion but pt checked the line and could not resolve. She could not recall what the other error messages were. She stated she received about 3/4 of her hyqvia infusion but could not finish the rest of the infusion due to the pump issue. No adverse event(s) reported due to product issue. Pharmacy to replace pump. Material sent for return of device associated with event. Device available for investigation is dependent upon return by pt. No other information provided.